Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation, the data log did not reflect the alleged device during the investigation window. The reported allegation could not be determined . The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature sensor expiration occurred. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.